Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported right side "enlarged and reactive-looking axillary lymph nodes" via MRI and "pain in the areola-nipple." Device remains implanted.

Event description:
The event of ¿multiple marginal folds," was also reported. Intraglandular microcysts not related to the device was also reported. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported right side "enlarged and reactive-looking axillary lymph nodes" via MRI and "pain in the areola-nipple." The event of ¿multiple marginal folds," was also reported. Intraglandular microcysts not related to the device was also reported. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: chest pain: unable to observe since it is not related to the device. Crease/folding of implant: not observed creases on the provided photos. Lymphadenopathy: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data.

Event description:
Patient reported right side rupture. Patient later provided MRI results stating "the right prosthesis is characterized by multiple marginal folds, with no obvious signs of intra or extra prosthetic rupture. Rare bilateral intragyandular microcysts. Reactive-looking axillary lymph nodes." Healthcare professional later reported no complaint against the device. Device has been explanted.

Manufacturer narrative:
Corrected data: d.6a, d.6b.